Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 70, blood glucose reading 125mg/dl. The customer also mentioned that their insulin pump was alarming, and they were have difficulties hearing the alarm. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).